Event description:
It was reported that this device was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested of a local representative for the model and serial number in addition to the reason for explant. This report will be updated should this information be received.